Event description:
Initial reporter stated cassette(s) would not stay in the machine, not click into place, or were hard to push in. Surgery was not delayed when switching to another pack and another cassette. There was no adverse effect on the patinet.